Manufacturer narrative:
The below report was received by health authority us FDA (reference number: mw5155762) on 05-aug-2024. The most recent information was received on 01-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I am having a hysterectomy to remove an essure birth control device that is causing pain and bleeding") and genital haemorrhage ("I am having a hysterectomy to remove an essure birth control device that is causing pain and bleeding") in a 54 year-old female patient who had essure (ess205) inserted (lot no. Unknown) for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2003, the patient had essure (ess205) inserted. In (B)(6) 2024 she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), genital haemorrhage (seriousness criterion intervention required) and device dislocation ("echogenic linear structure which appears to course into the right fallopian tube and extends into the uterus protruding into the right fundal") and was found to have uterine leiomyoma ("fibroid"). Essure (ess205) was removed on (B)(6) 2024. The patient was treated with surgery (hysterectomy). On (B)(6) 2024, all of the events had resolved. No causality assessment was received for essure (ess205) with regard to pelvic pain, genital haemorrhage, device dislocation or uterine leiomyoma. The reporter commented: discrepancy noted in essure insertion date : late 2003 or 2004. Dates of event: starting in (B)(6) 2024 and ending in surgery (B)(6) 2024. I give permission to contact the doctor who put the essure product in and the doctor who removed it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. [Ultrasound scan] (date unknown): echogenic linear structure which appears to course into the right fallopian tube and extends into the uterus protruding into the right fundal fibroid. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-sep-2024: event onset date (jan-24 ) & (stop date (B)(6) 2024) added , accordingly event outcome updated to recovered resolved for all events. Essure insertion date (2003) & removal date ((B)(6) 2024) added. Patient stated she doesn't remember the exact start of essure. She has given permission to contact the doctor who put the essure product in and the doctor who removed it. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority us FDA (reference number: mw5155762) on 05-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I am having a hysterectomy to remove an essure birth control device that is causing pain and bleeding") in a 54 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), genital haemorrhage ("I am having a hysterectomy to remove an essure birth control device that is causing pain and bleeding") and device dislocation ("echogenic linear structure which appears to course into the right fallopian tube and extends into the uterus protruding into the right fundal") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation had resolved. The outcomes for pelvic pain, genital haemorrhage and uterine leiomyoma were unknown. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, device dislocation or uterine leiomyoma. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. [Ultrasound scan] (date unknown): echogenic linear structure which appears to course into the right fallopian tube and extends into the uterus protruding into the right fundal fibroid quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority us FDA (reference number: mw5155762) on 05-aug-2024. The most recent information was received on 18-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I am having a hysterectomy to remove an essure birth control device that is causing pain and bleeding") and genital haemorrhage ("I am having a hysterectomy to remove an essure birth control device that is causing pain and bleeding") in a 54-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), genital haemorrhage (seriousness criterion intervention required) and device dislocation ("echogenic linear structure which appears to course into the right fallopian tube and extends into the uterus protruding into the right fundal") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation had resolved. The outcomes for pelvic pain, genital haemorrhage and uterine leiomyoma were unknown. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, device dislocation or uterine leiomyoma. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. [Ultrasound scan] (date unknown): echogenic linear structure which appears to course into the right fallopian tube and extends into the uterus protruding into the right fundal fibroid quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-aug-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.